Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hypoglycemia. The customer blood glucose level was 2.2 mmol/l. Customer also stated that insulin pump received insulin pump error alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.